Manufacturer narrative:
(B)(4).

Event description:
A report was received that a patient's implant will be repositioned for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient will undergo an ipg replacement procedure. It was noted that the patient did not have pain at the ipg site.

Event description:
A report was received that a patient's implant will be repositioned for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient will undergo a revision procedure wherein the ipg and leads will be replaced to provide magnetic resonance imaging (MRI) compatibility. No device malfunction was suspected.

Event description:
A report was received that a patient¿s implant will be repositioned for an unknown reason.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that a patient¿s implant will be repositioned for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. The patient was doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that a patient¿s implant will be repositioned for an unknown reason.